Event description:
Patient underwent initial aaa repair in 2004. One main body and two iliac leg grafts were placed. Due to a distal type I endoleak that developed, patient underwent add'l procedure in 2007. An add'l iliac leg graft was placed. Fourty days later, add'l info was received that the acute endoleak was due to retraction of the previously placed iliac limb.

Manufacturer narrative:
Evaluation: this event is still under investigation.